Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that during the implant procedure, physician was unable to insert the lead with the guidewire. When the physician pushed it, the guidewire came out through the lead insulation. Lead was not used and was replaced. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.